Event description:
It was reported that approximately four weeks after a coronary drug eluting stent treatment procedure, a thrombus occurred. A taxus express2 2.5 x 16 mm drug eluting stent was deployed in an unk vessel, on an unk date. The pt underwent bypass surgery. No additional info is available at this time.

Event description:
It was reported on 11/2003 the pt had a taxus express2 drug eluting stent placed. However, four weeks later the pt came back with symptoms of chest pain. ECG showed complete r-loss as well as st elevation. Echocardiography showed akinesia of the apex. Coronagraphy was performed and revealed subacute stent occlusion in the middle ramus interventricularis anterir (riva). Dilation of the stent occusion was performed and images showed good flow of contrast.